Event description:
It was reported that during the set up for a gynecological procedure, the front cpc connector on the motor drive unit was missing the pin that keeps the disposable device attached to the connector. Another unit was used to complete the case. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.